Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid in the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.

Event description:
It was reported that at the implant, the right ventricle lead was unable to defibrillate the patient with an adequate safety margin. The lead was not in use and replaced. No patient complications have been reported as a result of this event.